Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from united kingdom reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a surgery. During the surgery, the driving cap threads snapped off during the attempted back slapping of the nail. Driving cap was fully tightened. It was unknown if the surgery was completed successfully. There were no patient consequences are reported. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity# 1) insert-handle hybrid (part# 03.037.011, lot# l098104, quantity# 1). This complaint involves (1) device. This report is for (1) driving cap f/insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon visual inspection of the complaint device it can be seen that the tip of the instrument is broken off, this thus confirming the complaint description. Furthermore, the instrument has heavy hammer marks and as well as nicks and dents all over. In addition, the received back instrument is in a well-used condition. The complaint is confirmed as the instrument is broken as reported. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that inadequate connection between the insertion-handel and the driving-cap led to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part number: 03.010.523, lot number: l049344, manufacturing site: bettlach, release to warehouse date: 15. Sep. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.